Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate; the contrast and ok keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the on/off switch is broken. MDR filed.